Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred from the bd plastipack¿ syringe due to a cracked barrel. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
DHR, quality notification and maintenance records were reviewed and no occurrences potentially related to the defect were observed. The sample sent by the customer was verified and it was possible to observe the barrel cracked. The potential cause for the problem is a barrel jam on assembly machine system, which caused the damage on other syringes. As internal action for product, quality improvement will be performed for defects of damaged components and leakage. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that leakage occurred from the bd plastipack syringe due to a cracked barrel. There was no report of exposure, injury, or medical intervention noted.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other; device single use?: no; device returned to manufacturer: yes.

Event description:
It was reported that leakage occurred from the bd plastipack syringe due to a cracked barrel. There was no report of exposure, injury, or medical intervention noted.